Event description:
On 10/17/2023, it was reported by a sales representative via (B)(4) that an ar-3610ctc curved fibertaks drill guide was bent. This occurred during a procedure; the 1.8 knotless fibertak was inserted in a standard fashion using the reusable curved drill guide. After the insertion of the anchor, the guide was removed, and it was noticed that one of the tips on the crown of the guide was bent. This was not noticeable at the beginning of the case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation was confirmed. One unpackaged ar-3610ctc serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the device tip being bent. Upon evaluating the device, it was noted that one of the crown edges was bent. The observed condition is most likely the result of interference between the device and other instrumentation during use.